Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During an aflutter with pulse field ablation procedure, a versacross access solution and versacross connect for faradrive kit was selected for use. The physician used versacross fixed access solution for transseptal transeptal. The transseptal access was tough but was successfully performed. After access, an intracardiac echocardiography (ice) was used to verify the versacross rf wire was in the left atrium and confirmed it was and then pushed the dilator and sheath through as well. The physician confirmed that the trace effusion was unchanged. Then, upon exchanging the versacross fixed sheath for the faradrive, the physician lost transseptal (trying to find the wire via ice for about 8 minutes). The physician conducted another transeptal puncture, confirmed with ice being in left atrium, and pushed the sheath/dilator system across. A non-boston scientific coronary sinus catheter was advanced and confirmed being in left atrium. Then, a mapping catheter was advanced and the physician began to map. This is when it was noticed a drop in pressure. It was confirmed via ice there was a high effusion. A pericardiocentesis kit was pulled and used on the patient (with 275 ml of fluid extracted), and the farapulse case was effectively cancelled. The patient was stable and pressure had returned to baseline (or near baseline) by the time they left the room to the intensive care unit for overnight observation. The patient was doing well and has been discharged. The device is not expected to be returned for analysis (disposed). The transseptal access was not tough, more like visualizing the pigtail wire via only ice was tough. Positioning and rf wire crossing was not tough, just making sure the wire was crossed for sure was hard. No difficult anatomy noted by doctor. La access by rf wire was lost intentionally (because could not confirm or deny the wire was in the la with ice), he wanted to just start a new transseptal with versacross connect for faradrive. We finally saw wire at the antrum of the lspv via ice, but the doctor wanted to double confirm and he put the cs catheter through the faradrive. No issue or malfunction neither believed device contributed patient complication. Act was therapeutic.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.